Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Concomitant products - taperloc por lat fmrl 11x142/ pn 11-103205/ ln 283320, m2a-magnum 52-60mm tpr insr +3/ pn 139270/ ln 870810, act artic e1 hip brg 28x52mm/ pn ep-200158/ ln 912570, cer bioloxd option hd 28mm/ pn 650-1055/ ln 159600, cer option type 1 tpr sleve +3/ pn 650-1067/ ln 712780. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02118.

Event description:
It was reported patient experienced elevated metal ion levels. Review of invoice history indicates right hip revision procedure approximately seven years post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Surgical note provided stated patient underwent an initial right hip arthroplasty due to posttraumatic arthritis post open reduction internal fixation of acetabular fracture dislocation. The procedure was completed with no complications. Review of invoice history indicated right hip revision procedure approximately seven years post-implantation root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum pf cup was returned and evaluated. Upon visual inspection of the device there was brown debris inside of the taper hole of the device. The face of the device has scratches and has been partially pulled from the shell. The shell outside radius shows scuffing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.